Manufacturer narrative:
A supplemental MDR is being submitted to retract the initial MDR submitted for the sapien 3 ultra resilia valve. The initial report indicated there was damage found on the device post removal from the patient. Through complaint investigation, it was learned that the previously submitted event occurred after removal of device. Per new information 'on the back table, the physician pulled on the delivery system, which further tore the sheath and damaged the valve'. Therefore, the reported issue did not occur during use in the patient, but rather during excessive manipulation of the device on the back table. Given the new information, this event is no longer reportable as it does not represent a true failure of the ew device.

Manufacturer narrative:
This is 2 of 2 reports. The investigation is ongoing.

Event description:
As reported by the clinical specialist, a 16fr sheath split during the delivery system insertion. The team removed everything and found the sheath torn, with part of the delivery system outside the sheath, just past the partially expanded portion. There was no harm to the patient's arterial vessel. The rfa was accessed at a 45-degree angle, and the 16fr sheath was hubbed to the patient. The sheath was prepped per IFU with the expansion tool and inserted without issues. Once the delivery system was inserted, it could not be advanced, and everything was removed. The delivery system nose cone did not exit the sheath. A 24fr gore dry sheath was inserted, and a new 29mm s3ur valve and delivery system were prepped, inserted, and advanced without issue. The rfa measured from 7.7mm to 15.9mm throughout the artery, with some tortuosity but no concerns. Upon follow-up, the fcs advised that they did not see the sheath when it was initially removed, but were informed that its location was similar to p3. The difference was that the valve was not outside the sheath, only the delivery system. There was no difficulty removing the esheath or delivery system as one unit, and the delivery system never exited the sheath prior to removal. The damaged portion was in the esheath shaft, just past the partially expandable portion on the seam side. No other edwards products were damaged during the procedure. When the sheath and delivery system were removed, the physician pulled on the delivery system, which further tore the sheath and damaged the valve. The fcs only managed to take post-case pictures, as the team had already handled the delivery system and sheath before they could photograph them. The team believes the sheath was torn when the delivery system was inserted and potentially caught on the valve. The sheath and delivery system were discarded. The upon review of the photos that the fcs sent the photos showed a bent strut on the 29mm sapien ultra resilia valve. The valve did not exit the end of the esheath. No injury to the patient.